Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was going all of the time and night time was worse and that was affecting their sleep, so patient now sleeps during the day. It was noted that the change in therapy/symptoms was not related to positional movement. It was stated that the caller was not trained on the product so the patient had a reprogramming session with a manufacturer's representative (rep) before they left (B)(6) and relocated to (B)(6) and they had adjusted it once, caller was going to increase and said that they increases the setting once and by one click the patient said it was too strong, and they ended up decreasing it lower than the initial setting. Patient was sleeping at the time of the report. It was noted that patient did not had access to a programmer. General therapy information was reviewed. It was reviewed that it takes time for the body to respond to therapy and therefore therapy titrations should be discussed with the health care provider (hcp). It was noted that patient also had diarrhea. It was reported that patient had two major falls prior to leaving (B)(6) and they had fallen twice now in (B)(6). It was reported that over a year ago patient had return of frequency symptoms. It was mentioned that patient had other medical problems and they had to adjust to their medications and no additional information was provided regarding this. It was noted that patient did not have a managing physician. Physician listings and a patient therapy guide (ptg) were sent to the patient. No further patient complications were reported/ anticipated as a result of this event.